Event description:
It was reported the evis exera iii video system center was not producing an image when connected to a 180/150 scope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.